Manufacturer narrative:
Analysis found the unit with constant motor error alarm during rewind due to corroded motor home switch. Analysis was unable to confirm motor position encoder error alarm and perform displacement tets. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 12.6 mmol/l. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.